Event description:
It was reported to philips that the lead shielding had fallen on the user¿s foot. The report indicated that an injury occurred; however, no further details regarding the nature or severity of the alleged injury have been provided at this time. An investigation into this complaint has been initiated by philips.

Manufacturer narrative:
Philips has investigated the reported issue. A philips remote service engineer (rse) confirmed with the customer that the tableside lead shielding had fallen due to damaged knobs. Additional information was requested from the customer via good faith efforts to understand the cause of the damage, and nature and severity of the incident; however, to date, no response has been received. Therefore, based on the available information, philips considers this to be an issue of unknown cause with insufficient evidence to assess the alleged user harm. The rse has provided the customer with a quote for a knob set replacement. As no further details have been provided by the customer, the investigation is closed. Should additional information become available, the complaint file will be reopened and reassessed accordingly. The codes were updated based on the investigation outcome.